Event description:
It was reported that an ilet user experienced frequent low glucose episodes, including nocturnal episodes, with a recalled nadir of 56 mg/dl; the user often paused the system due to concern about further insulin dosing, and education on low treatment and system behavior was provided. Symptoms included hypoglycemia. Outcomes included serious injury requiring unexpected medical intervention with oral glucose. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem found and identified a user error related to pausing the ilet to avoid dosing. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.